Manufacturer narrative:
The mcs instrument involved with this event has been returned to isi for evaluation. Failure analysis confirmed the customer reported complaint. It was found that the tube extension of the mcs instrument was broken at the distal end. The broken pieces were returned with the instrument. The known common cause of this failure is due to mishandling/misuse. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, fragments from the instrument's shaft allegedly broke off and fell inside the patient. The surgeon could not retrieve the fragments through the trocar, hence had to enlarge the incision in order to retrieve the fragments. Based on failure analysis findings it was determined that the damage to the instrument was due to misuse/mishandling and not to a malfunction of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument did not open or close. While attempting to remove the instrument, the or staff along with the surgeon noticed that the instrument was cracked and pieces fell inside the patient. The surgeon was able to retrieve the pieces, however, the surgeon had to enlarge the incision at the trocar site in order to be able to extract the broken fragments. On 16-apr-2018, intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and he provided the following information: during the da vinci-assisted surgical procedure, the mcs instrument did not open or close. The surgeon and the operating room staff noticed that the mcs instrument was cracked and allegedly fragments broke off and fell inside the patient. The surgeon could not remove all the fragments through the trocar. Thus, the surgeon had to enlarge the incision in order to remove the fragments. The csr was not able to confirm if there was a collision of instruments, whether the wrists of the instruments were straightened when removed, or if the instruments were inspected prior to use. The csr did confirm that the fragments were retrieved during the same procedure. The planned surgical procedure was successfully completed and there were no other intra-operative complications experienced by the patient.